Event description:
A peritoneal dialysis (pd) pt reported finding a leak from ther cycler during treatment. She disconnected and switched to manual treatment. The leak was from the set but did not get into the cassette area. The set was discarded. During follow up the pt's pd nurse reported that her effluent was clear. No signs of infection. She was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.